Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2017 for gastrointestinal bleed. The inr was 2.0. The patient underwent an esophagogastroduodenoscopy (egd) and colonoscopy, which were both negative. Aspirin was discontinued, and patient was started on a heparin infusion. It was reported that the gastrointestinal bleeding resolved. There were no alarms reported for this event. The plan was to increase the inr to 2.5, restart coumadin, and discharge the patient. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and no further issues have been reported. A direct correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.